Event description:
Same case as manufacturer's report# 6000093-2006-01928, 6000093-2006-01930, 6000093-2006-01931, 6000093-2006-01929. It was reported that 1 day after implantation of a 2.5x12mm, 3.0x16mm, 2.75x8, 3.0x20mm, and 3.0x8mm taxus express2 drug eluting stents, in-stent thrombosis occurred. During the initial procedure, the target lesions were located in the mid and distal right coronary artery (rca) and proximal posterior descending artery (pda). A pre-intervention stenosis was not reported. The lesion was pre-dilated with a 2.0x15mm maverick balloon. A 2.5x12mm taxus stent was deployed at 9 atm in the posterior descending artery in the region of the lesion. In the distal rca, 3.0x16mm and 2.75x8mm taxus stents were deployed at 9 atm in the region of the lesion. In the mid rca, a 3.0x20mm taxus stent was deployed at 10 atm and 3.0x8mm taxus stent was deployed at 13 atm in the region of the lesion. The vessels were reportedly non-tortuous and the lesions were non-calcified. The patient received heparin and plavix after the procedure. The patient presented 1 day after the initial procedure with chest pain, electrocardiogram changes and a 100% thrombotic occlusion of the mid rca. The distal rca was crossed with a 2.5x15mm adn 3.5x15 balloon followed by multiple inflations. A pronto catheter was then used for two passes to remove the thrombus. A 3.5x15mm balloon was used to pre-dilate the mid rca. Subsequently, an attempt to cross the mid rca lesion with a 3.0x16mm taxus stent was unsuccessful. A post-intervention residual stenosis was not reported. The patient received heparin and reopro during the procedure. Complications were reported as "none". The patient's condition was noted to be "satisfactory/good."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number of the involved stent is unknown for this complaint, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.